Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1007677 medical device expiration date: 02-2021 device manufacture date: 02/15/2018 medical device lot #: 1007577 medical device expiration date: 02-2021 device manufacture date: 09/02/2018 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd¿ r 87 p infusion device, it would tear and "seem to be made from thinner material". There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that while using a bd¿ r 87 p infusion device, it would tear and "seem to be made from thinner material". There was no report of exposure, injury or medical intervention.

Event description:
It was reported that while using a bd¿ r 87 p infusion device, it would tear and "seem to be made from thinner material". There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: two samples have been received for investigation. Both samples were received opened with corresponding blister packaging. One of the samples was received cut in two pieces cut at approximate. Length of 50 cm above ll, and with residual fluid present in both parts of the set. No caps were received on this sample. Other sample was also received opened but with no signs of use. Both protective caps were in place, and no residual fluid was present in the line. The complaint description refers that luer locks are not compatible and that they seem to be thinner and prone to tears upon connection. Luer lock of both samples was subjected to several connection and disconnections with female luer connectors, and manual force used was excessively higher than usually applied at hospitals. No cracks, loose connections or disconnections occurred in any of the instances. Also luer from both samples were measured in accordance to iso 594-1 and their dimension are conformal to the referenced standard. During the transfer of IV sets production from (B)(4) to (B)(4) no changes to the process steps and/or material have been made, and all components for assembly of the set are procured by same suppliers as it was for (B)(4). A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of luer fittings incompatible with lot #1007677 regarding item #396350. Investigation conclusion: the root cause could not be identified as the investigation was inconclusive in regard to the reported defect.